Manufacturer narrative:
Device not yet received for evaluation. A follow-up report will be submitted following the completion of the device evaluation.

Event description:
Baxter (B)(4) reports forty six incidents of broken fibers noted w/use of ca-hp dialyzers. No reuse was indicated. The incidents occurred at the onset of the patient treatment. No patient injury or medical intervention associated with these reports.